Event description:
On (B)(6) 2025, the user was hospitalized for a hernia and gastrointestinal issues related to gastroparesis. While hospitalized, the user remained on the ilet and experienced multiple hypoglycemic events, with blood glucose (bg) levels reportedly in the 20s. The ilet provided low bg alerts, and hospital staff treated the events with d50. The device was discontinued on (B)(6) 2025 due to recurrent lows. The user continued to experience hypoglycemia on multiple daily injections (mdi), and hospital staff considered gastroparesis a contributing factor. The user remained hospitalized through early june and planned to resume ilet use after discharge

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended, dosing requests aligned with cgm trends, no malfunction alerts occurred just prior to or on the day of the event. The cause of the user's hypoglycemia is attributed to the users' other comorbidities rather than the functionality of the ilet insulin pump.